Event description:
An 11 yr diagnosed with recurrent tonsillitis tonsillar hypertrophy was admitted to hosp for a tonsilectomy adenectomy. Pt was discharged later that evening in good condition. He was given a follow-up, ear nose throat, clinic. Appt, on 1/12/99. On 12/25 and 12/26/98, pt was seen in ER for post-op bleeding and left tongue swelling. At that time a 1/2 cm blister was noted on the pt's tongue. Pt returned to ear nose throat clinic as scheduled complaining of left side of tongue burn with loss of sensation and taste.